Event description:
It was reported that, during an ankle ligament repair surgery, the twinfix screw broke into pieces while being screwed in and, the suture got stuck in the inserter. All broken pieces were removed from the patient using suction. The procedure was completed with a significant delay using a smith and nephew back-up device in the originally drilled bone hole. No further complications were reported. Current health status of the patient is good.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the titanium anchor found that no burrs, cracks, or contamination are allowed. A certificate of conformance must be provided. Undated photos of the device were provided for review and confirms the reported breakage. Per case details, the broken anchor was retrieved from the patient. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The complaint of a broken anchor was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. The complaint of physical resistance was not confirmed. Factors that could have contributed to the reported event include damage of the device or debris build-up on the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.